Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use at the drive feature and fracturing at the threads. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time prior to fracture. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1228492. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1228492) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided.

Event description:
It was reported that dental screw iunihg (lot# 1228492) is broken in unknown tooth location. Clinician was able to retrieve the broken portion of screw from the implant nothing else reported.